Event description:
It was reported that surgical intervention may take place to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated procedure and did not place their device into surgery mode. An abbott rep met with the patient to help troubleshoot, but was unsuccessful. Cp logs were analyzed and determined that the device was in service app mode and the ipg is deemed inoperable.

Event description:
It was reported that the patient's occipital system was replaced on (B)(6) 2020.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.